Event description:
Pt had a sudden cardial arrest at home. Ems service responded, applied defibrillator; patient in vfib, delievered 1 shock. Pt subsequently went to asystole. Pt expired. Unknown effect on pt outcome.